Manufacturer narrative:
The insulin pump passed the self-test, rewind, basic occlusion, prime, and displacement tests. No unexpected motor error alarms or rest of settings anomalies noted during testing. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error. Customer's blood glucose was 97 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was unable to return the device with the battery and zero out the basal rates due to the device alarming motor error again. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.